Manufacturer narrative:
Product analysis conclusion; the reported endoanchor fracture was confirmed; however, the cause of the fracture could not be determined from this single view angiogram. Procedural angiogram showing attempts to deploy the endoanchor were not received for a thorough analysis of the event. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed. Possible anatomical causes of the anchor fracture include implanting into areas of calcification, thrombus, and highly angulated anatomy. In addition, improper apposition, excessive catheter torque build-up, engaging multiple fabric layers, and excessive unsupported applier can contribute to an endoanchor fracture. B5 additional information received: it was confirmed that the endoanchor fractured into two pieces. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The applier returned with an endoanchor fully loaded in the housing. Twisting/deformation was observed 6.5cm proximal to the housing. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 7.38v. A new battery was attached, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax05 battery low detection, 0bx05 postrev, 0cx07 drive motor operation time-out, 00x17 fatal. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. On pressing the forward button, the endoanchor was deployed with no abnormalities noted. The applier functionality was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endoanchor was implanted in an unknown endovascular procedure . It was reported that a total of 6 endoanchors were used, but on the second endoanchor, after stage 1 of deployment, stage 2 was performed. It was stated that it was noted that the applier was taking longer than usual and appeared on fluoro as if the endoanchor was fractured. Additional 4 endoanchor were used with no issues. It was reported that on fluoro and after ballooning with reliant, the fractured endoanchor did not appear to move. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient is fine.